Event description:
The following was reported: "the patient underwent hysteroscopy, cornual pregnancy removal and intrauterine adhesiolysis under intravenous anesthesia.the operation started after the equipment was tested normal.several minutes later, the shaver blade rotated rapidly and automatically inside the body without pedal activation.the nurse quickly turned off the machine, and the doctor removed the blade. No adverse effects occurred to the patient. Investigation by the engineer: the reported incident of the endoscope's power system automatically rotating without being operated cannot be confirmed. No such malfunction was observed on site, no harm was caused to the patient, and there is no indication that the incident caused or could have caused serious injury or death to the patient. However, it was found that the product was unusable, with an error code e19."

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).